Manufacturer narrative:
During inspection and testing, foreign material was found clogging the auxiliary water channel and there was no water flow. The white material was found to be organic silicone. Organic silicone is one of the components which are included in the antifoaming agent but it was not specified. A review of the device history record found no deviations that could have caused or contributed to foreign material in the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material clogged the auxiliary water channel due to insufficient cleaning. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides warnings and cautions which may help to prevent the issue. Olympus will continue to monitor field performance for this device. In addition, angulation was reduced and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was cracked, the insertion tube was damaged due to handling, the universal cord was damaged due to handling, the distal end was damaged due to handling, the connector was damaged due to handling, the switch was damaged due to handling, the protector was damaged due to handling, the control section was damaged and discolored due to handling, and the zoom function was out of specification due to sliding of the length range failing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported a failure of the secondary water supply on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.